Manufacturer narrative:
Awaiting product return to conduct quality evaluation .

Event description:
Consumer calling to report inaccurate readings with his daughter's meter, reading have large discrepancies. Analysis run on clark error grid using mean avg reading (351) as ref points vs bd readings (202, 500) yielded data points in the c range of the grid, outside of acceptable limits.